Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: evaluation revealed that the battery cap was not returned with pump. A test cap used to perform investigation. The display is dim/faded (pink). A battery compartment crack below the bumper at the case seal was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim, faded (pink) display and a cracked battery compartment. This report is made based on results of investigation completed on 09/23/2015.